Event description:
It was reported the patient presented for implant procedure. During the procedure, the implantable cardioverter defibrillator (ICD) was interrogated and found to be in backup mode. The physician elected to use another ICD. There were no patient consequences.

Manufacturer narrative:
The report event of inappropriate reset was confirmed. Upon receipt, the device was detected in backup operation. Analysis of device image found the device went into backup mode due to parity error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.